Event description:
As reported by the user facility: #4251652-02, lot # 2014258317. Needle stick injury; safety shield did not fully deploy-stopped approx 75% of the way and did not cover needle tip. Clinician stuck during clean up, and disposed of in charge container.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). The batch record was reviewed and there were no such defect encountered during final control inspection. There were no other reports of this nature against this reported lot number. No adverse trends were identified during the complaint review process. Multiple f/u attempts to the facility to obtain add'l info have not been successful. Without the actual sample, a thorough investigation could not be performed and no specific conclusions can be drawn. If the sample is returned and/or add'l pertinent info becomes available, a f/u report will be submitted. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.